Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by an xray which was reviewed by a health care professional. Asymmetric position of the femoral head within the asymmetric acetabular cup suggests polyethylene wear. Acetabular inclination angles cannot be accurately measured without a true ap pelvis film. However, visually, the acetabular cup appears to be in appropriate position. Femoral stem is intact. Suggestion of a fracture line along the greater trochanter. Mild osteopenia was noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a hip arthroplasty roughly 30 years ago with a zb stem and head, stryker cup and liner. Subsequently, the patient was revised due to cup and poly wear. The stryker cup and liner were removed and replaced with another stryker cup and liner. The zb head was removed and replaced with a new zb type 1 taper head. The old zb stem remains implanted. It was noted that there was nothing wrong with the zb implants. No additional information is available.